Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that after implantation patient experienced pain, urinary and vaginal infections, abdominal inflammation and excruciating dyspareunia. It was reported that implanting surgeon performed mesh revision on (B)(6) 2009 due to extrusion and multiple in office trimmings of extruded mesh (dates unknown). (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03186. The same patient is represented in each medwatch.